Event description:
It was reported that during a thyroid neoplasm procedure, the surgeon used the device and found that the titanium tip broke into the patient's abdominal cavity. The surgeon took a long time to find it. The whole procedure was delayed around two hours and the patient accepted more anesthetic. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: as the ace36e device was used for a thyroid procedure, the surgery was not an open procedure at the neck. How did the surgeon access the thyroid? Did the surgeon perform an endoscopic procedure (via the armpit area)? Regarding the 2 hour delay in surgery: did the surgeon spend the entire 2 hours looking for the blade tip? Or was there another reason the procedure was extended by 2 hours. Was there a need to change the procedure or any significant impact to the or team? Re-design of the operative course; loss of orientation to the area of the procedure; field set-up. Were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? What was the impact to the patient? Increased blood loss, additional treatment, diagnostic intervention, delayed healing, loss of function, extended hospital stay, increased morbidity. The normal placement of the device would not be near the abdomen cavity. Where was the device placed? Where exactly was the tip found? The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4).